Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to deterioration of the filter turret and the mesh turret (not rotate). The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the letters on the front panel blinked occasionally. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, h8. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of the ¿the timing of lighting of the light was slow and the characters on the front panel sometimes blinked¿ was reproduced and confirmed, however, a root cause could not be identified. The exact cause of the malfunction of filter turret and mesh turret could not be identified. Other incoming inspection finding: slow light-on timing; l/g connector-attrition (gap) olympus will continue to monitor field performance for this device.